Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The device was eventually returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device case and header noted no anomalies. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.